Event description:
On (B)(6) 2021 while performing an ercp, part of a stent came out of the scope. We were not placing a stent in this patient. It was assumed the part of the stent was from another prior procedure done. Scope was previously cleaned but part of stent remained in scope. FDA safety report ID# (B)(4).